Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in the netherlands, it was a case of an implant of a 26mm sapien 3 ultra in aortic position by transfemoral approach. During the procedure, difficulty was encountered advancing the delivery system with valve when reaching the tip of the esheath and very high push force was needed. Upon removal, it was observed that the esheath distal tip was torn. There were no difficulties during delivery system withdrawal or esheath removal, and no patient injury occurred. The procedure was completed, and the patient remained in stable condition.

Manufacturer narrative:
Updated section h6. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it was discarded. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Provided imagery was evaluated, and the following observations were noted: esheath distal tip torn. According to the technical summary, the IFU, current risk mitigations, including design and manufacturing controls, and training manuals have been reviewed. No inadequacies have been identified regarding warnings, contraindications, or the directions and conditions necessary for the successful use of the device. The complaint for resistance between system components leading to difficulty advancing through sheath and sheath distal tip tear were confirmed, based on the evaluation of the provided imagery. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process. Additionally, patient or procedural factors, such as challenging anatomy or non-coaxial advancement angles, may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. These factors may increase resistance during advancement of crimped thv through distal tip. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. An investigation has been opened to determine the root cause and implement any necessary corrective actions.